Manufacturer narrative:
Approximate age of device ¿ 5 years and 6 months. The patient remains ongoing with the device. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad produced low speed advisories and pump off alarms. The patient was asymptomatic at time of alarms. The alarms resolved when lvad connected to batteries. There was no obvious damage to the exterior driveline, area with rescue tape. While in clinic, the patients driveline was manipulated to recreate alarms and no alarms occurred. The manufacturer's technical service representative reviewed the submitted log file and observed low speed and pump stoppage events on (B)(6) 2018 that only appear to have occurred while the vad was connected to a mobile power unit. No further alarms observed when vad connected to battery power. This type of behavior has been linked to potential issues with the driveline. X-ray images of the internal driveline did not show any obvious areas of shield breakdown. On (B)(6) 2018, a distal end driveline replacement was performed and the entire external portion of the driveline was replaced with no issues. Post replacement, the vad was connected to a power module using a normal patient cable and there were no alarms. The patient was going to be monitored overnight and discharged if no additional alarms occurred. No further information was provided.

Manufacturer narrative:
Section d6: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the pump stoppage events captured in the submitted log file. Additionally, analysis of the log file provided by the account confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this investigation. A distal-end driveline replacement was performed on (B)(6) 2018 and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was performed and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test, even with manipulation of the driveline. Initial observation of the driveline revealed twisting of the silicone jacket approximately 6.5¿ through 8¿ from the metal connector. Rescue tape was present approximately 1.5¿ through 7¿ from the metal connector. Removal of the rescue tape revealed damage to, and slight twisting of, the silicone jacket at the terminus of the controller bend relief. An additional tear in the jacket was observed approximately 5¿ from the metal connector. The bionate layer was discolored but was otherwise unremarkable. Areas of shield breakdown were observed approximately 0.5¿, 1-1.5¿, 2.5¿, 5¿, 6¿, 7¿, 9¿, and 11.5¿ from the metal connector. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation of underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline repair failed and is currently using a non-grounded cable.